Manufacturer narrative:
The insulin pump was received stuck in full segments display after counting up to number seven after battery was installed due to faulty connector on interface board. No blank screen noted. Watchdog timeout alarm was not verified due to the device being stuck in full segment display. The device had cracked reservoir tube lip.

Event description:
It was reported the customer went for a jump, the device fell on the ground, and it ripped the site out. The device then alarmed watchdog timeout. Customer's mother stated the customer took out the battery it was stuck on the number 6 then it went to a blank display. Device was not exposed to extreme temperature or direct sunlight. Customer's mother was advised to discontinue use of the device and revert to back up plan. Customer's mother did not know customer's blood glucose level. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.